Event description:
A customer reported the swivel mechanism of their epiq 5 ultrasound system¿s control panel would not lock into position properly while transporting the unit within the user facility. No patient or user was harmed as a result of the issue.

Manufacturer narrative:
A philips service engineer replaced the articulation arm bushing to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number 3019216-07/16/21-002-c.